Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the gallbladder during a gallstone retrieval procedure performed on (B)(6) 2021. During preparation, the handle cannula broke. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: medical device problem code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed and a visual inspection found the handle cannula was detached. Screw dimples drag marks was noted on the handle cannula. The side car rx was found push back. No other issues were noted. The reported event was confirmed. Based on all available information, the failure of side car rx push back, considering that the reported failure mode was observed during preparation, suggests a possible over manipulation of the unit. Additionally, the technique used could have caused the device to be subjected to some resistance, and required the need to apply excess force causing the separation of the cannula handle. The handle cannula shows screw dimple drag marks that are evidence that excess force was applied. Therefore, the most probable root cause of the event is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the gallbladder during a gallstone retrieval procedure performed on (B)(6) 2021. During preparation, the handle cannula broke. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.